Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the ostial graft to the pt's circumflex artery. An unsuccessful attempt was made to cross the target lesion with the sds. In response, the sheath was prematurely retracted and a second attempt was made to cross the target lesion. This attempt was unsuccessful resulting in the stent becoming dislodged from the balloon catheter and embolizing to an unk location in the pt's anatomy. There were no add'l complications reported relative to this event.